Event description:
It was reported that a balloon ruptured occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using normal method. The procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole leak located near the top of one of the blades at the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was observed from a pinhole leak located near the top of one of the blades at the distal markerband.

Event description:
It was reported that a balloon ruptured occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using normal method. The procedure was completed with a different device. No patient complications and the patient was good post procedure.